Event description:
It was reported by the customer, during preparation for use, the evis lucera elite colonovideoscope presented an e315 unsupported scope error message (no image). The intended procedure was completed with a similar device with no surgical delay. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. No image was present when the endoscope was switched on. Error code e315 unsupported scope was evident on the screen. An electrical continuity error occurred due to water invasion in the scope connector. The light transmission had fluid evident. The light cover glasses were chipped. The distal end cap and adhesive were worn. The down/left/right angle were strained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: water invaded scope connector due to device handling below. Then, abnormality occurred in electric components which led to display of error message. The connector cap of leakage tester was attached to venting connector of the device while they were wet. The connector cap of leakage tester was attached/detached to venting connector of the device under water. Ground for presumption: the following were confirmed in investigation result 1-4. Error message e315 was displayed. Water invaded scope connector. No leakage was confirmed from the leakage test . A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image. User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor the field performance of this device.